Event description:
Reportedly, the physician has initially screwed a lead to the can then he has unscrewed the lead. When he wanted to remove the screwdriver, the screw remained at the top of the screwdriver and not in its threading.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician has initially screwed a lead to the can then he has unscrewed the lead. When he wanted to remove the screwdriver, the screw remained at the top of the screwdriver and not in its threading.